Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's "hardware" was causing pain and a revision was scheduled for (B)(6) 2018. No further complications reported.